Manufacturer narrative:
(B)(3). Correction - the g5 system is associated with product code pqf.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/06/2017 that on (B)(6) 2016, that the patient passed away. Patient's partner reported that he arrived home and found patient. Patient's partner checked patient for vitals and there were none. Patient was transported to coroner's office. Patient's partner reported that the cause of death was diabetic ketoacidosis. A copy of the certificate of death was not provided. The patient was using the continuous glucose monitor (cgm) at the time of death. There was no alleged device malfunction. Additional event or patient information is not available. No product or data was provided for evaluation. The customer complaint could not be confirmed. A root cause could not be determined.